Event description:
Being hospitalized for low blood glucose levels. Prior to hospitalixation, it was reported that customer received a no delivery alarm after 9.6u bolus was delivered during a bolus. Customer then proceeded to immediately deliver anothe r10.7u bolus on pump. Troubleshooting performed and pump appeared to be operating normally.